Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer¿s blood glucose (bg) level was not impacted. The customer would clear the alarm and resume insulin delivery or change the pump supplies and then resume insulin delivery. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.